Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Upon inspection, grommet damage was noted.

Event description:
It was reported that during the implant procedure, oversensing occurred. Grommet damage was also noted; however, no blood was seen in the connector. High lead impedance was also reported. The device was not implanted. No patient complications were reported as a result of this event.